Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose was unknown. Customer stated that they were able to clear the alarm however not able to rewind the alarm. The device will return for analysis.